Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this case. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported an infection. Follow up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis. The pdrn attributed the infection to the patient not following aseptic technique when performing peritoneal dialysis treatments. Patient was not hospitalized and was treated by the clinic with vancomycin 2gm once a week for two weeks. Patient has continued with peritoneal dialysis treatments.